Manufacturer narrative:
(B)(4). The lot 14k017 was manufactured from october 14, 2014 to october 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on a reservoir of a large volume infusor. This was noted after compounding the device with fluorouracil. This observation was made before patient use. There was no patient involvement. No additional information is available.